Event description:
It was reported to philips that the system did not startup at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the customer reported to rse that they encountered an error message on the flexvision monitor, which prevented them from continuing the software load. The rse suggested the customer to get a keyboard and monitor but the customer plugged it in a wrong port, so they were unable to view anything. The rse instructed to retrieve the dvi cable and press the f12 key to force the pc to load from the network. The rse advised the customer to ensure the flexvision application loads correctly from the field service framework and to verify the configuration for accuracy. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.